Event description:
The device was used to deliver 2 defibrillator discharges to a pt. Reportedly, during the next device analysis of pt ECG, power shut off spontaneously. The operator cycled power, the device successfully analyzed and delivered energy to the pt. With the next analysis, the device shut off again. The operator replaced the device battery and used the device to deliver several more defibrillator discharges to the pt. The pt was not resuscitated. The reporter stated that pt outcome was not adversely affected by the device discrepancy due to continued use of the device.